Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-94 was confirmed and reproduced during product evaluation. This condition was caused by a swollen main battey. The main battery was replaced to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard (B)(4) (in the u.s. Region as of (B)(4) 2010 (refer to end of service notification (B)(4)). Baxter continues to support the product in the latin america region and will do so until parts remain available. Per the flo-gard quality plan ((B)(4)) baxter will continue to collect product complaints but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. However, baxter will continue to monitor and report on death and serious injury (dsi) events and follow existing escalation processes (e.g., hha, MDR, fca etc.) To assess the impact on patient safety.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter to report a flogard in which failure code 94 occurred. There was no patient involvement. The event occurred upon power up in the emergency room. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.